Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a plate was implanted on an (B)(6) 2022, but broke post-operatively on an unknown date. A revision surgery occurred on (B)(6) 2022 and a new plate implanted. The second plate also broke post-operatively. A second revision surgery occurred on (B)(6) 2022 and the second broken plate was removed. There was no surgical delay and no fragments were left behind in the patient. This complaint captures the rupture of the second plate implanted. Concomitant device reported: unk - screws: locking (part # unknown, lot # unknown, quantity: unknown). This is report 1 of 1 for (B)(4). This report is for an lcp plate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: unknown when the device broke. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is(B)(6) 2022. H4, h6: part: 226.641, lot: l880094, manufacturing site: werk grenchen, supplier: na, release to warehouse date: 02 may 2018, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the lcp 4.5/5 broad 14ho l260 sst had no signs of issue. Due to poor quality photo the complaint condition cannot be confirmed, the device is not shown clearly. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the lcp 4.5/5 broad 14ho l260 sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.